Event description:
It was reported to boston scientific corporation that an advantage fit system was implanted during a vaginal hysterectomy, posterior repair, perineorrhaphy, and tension-free vaginal tape (tvt) procedure performed on (B)(6) 2018. Post-procedure, the patient experienced complications and nonsurgical treatment(s). Patient symptoms include: back pain, vaginal pain, pelvic pain, groin pain, anal pain, rectal pain, abdominal pain, inability to have intercourse, offensive vaginal discharge, difficulties with bowel motions, recurrent incontinence, aggravated incontinence, and psychiatric injury. Nonsurgical treatments: on (B)(6) 2018, the patient commenced panadol osteo to treat her pain for the duration of 3 years. The patient was treated with physiotherapy treatment including pelvic floor exercises or training, to alleviate recurrent incontinence. On (B)(6) 2020, the patient commenced the use of incontinence pads for her recurrent incontinence. On (B)(6) 2021, the patient commenced topical treatment including oestrogen cream, oestrogen pessaries/ ovestin cream/ vagifem/ lubricant/ initimate cream (olive and b) for purpose of keeping the patient's vagina well estrogenized and alleviating dryness and irritation for the duration of 6 months. On (B)(6) 2021, the patient commenced pain medication, nurofen, for the treatment of her pain for the duration of 5 months.

Manufacturer narrative:
Blocks a1 (patient identifier), b5, d4, e1, g1 and h6 have been updated based on the additional information received september 8, 2022. D4 (model number): m0068502110; d4 (lot number): 0021466564. G1 (MFR site information): MFR site facility name: boston scientific corporation. MFR site address 1: 780 brookside drive. MFR site city: spencer. MFR site state: in. MFR site zip/post code: 47460. MFR site country: united states. Block a1: (B)(6). Block b3 date of event: date of event was approximated to march 27, 2018, the date the sling was implanted, as no event date was reported. Block e1: this event was reported by the patient's legal representative. The implant surgeon is: dr. Christopher weekes caboolture hospital australia block h6: patient codes e2330, e1405, e1002 and e0206 capture the reportable events of pain (back pain, vaginal pain, pelvic pain, groin pain, anal pain, rectal pain, abdominal pain), dyspareunia (inability to have intercourse),and unspecified mental, emotional or behavioural problem (psychiatric injury).

Event description:
It was reported to boston scientific corporation that an advantage fit was implanted on (B)(6) 2018. The patient experienced complications and nonsurgical treatment. Patient symptoms include: back pain; vaginal pain; pelvic pain; groin pain; anal pain; rect pain; oth pain (abdominal pain); inab inter; off vag dis; diff bowel; rec incont; aggrav incont; psych. Nonsurgical treatments: on (B)(6) 2018 the patient commenced pain medication: panadol osteo for the treatment of: to treat pain. Treatment duration: 3 years. The patient was treated with physiotherapy treatment (including pelvic floor exercises or training) for the treatment of: to alleviate recurrent incontinence . On (B)(6) 2021 the patient commenced topical treatment (including oestrogen cream): oestrogen pessaries / ovestin cream / vagifem / lubricant / initimate cream (olive and b) for the treatment of: keeping it well estrogenized and alleviating dryness and irritation. Treatment duration: 6 months. On (B)(6) 2020 the patient commenced other (please specify) for the treatment of: for recurrent incontinence. On (B)(6) 2021 the patient commenced pain medication: nurofen for the treatment of: to treat pain. Treatment duration: 5 months.

Manufacturer narrative:
(B)(6) the complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.